Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 85% battery life to 100%. The customers blood glucose level was (144 mg/dl). During troubleshooting with tandem technical support, review of pump data indicated that the battery gauge appeared to be inaccurate.